Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to high pacing threshold, loss of capture (loc) at maximum output. Stable ra waves and impedances. This ra lead was replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to high pacing threshold, loss of capture (loc) at maximum output. Stable ra waves and impedances. This ra lead was replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.